Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller being hotter than expected was not confirmed. A log file was submitted for review and data from the dates of 01sep2025 ¿ 02sep2025 were reviewed. Throughout the log file, the internal temperature of the system controller ranged between 44 degrees celsius and 47 degrees celsius, which is within the design specification. It should be noted that the internal temperature recorded within the log file cannot be conclusively correlated to the external surface temperature of the system controller. The pump maintained a speed within the low speed limit without any issues throughout the log file. The system controller was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 14nov2023. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. A) section 8 ¿ ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. C) section 6 ¿ ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 IFU (rev. A) section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook (rev. C) section 2 ¿ ¿how your heart pump works¿ state to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the alarms resolved with the battery exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Log files were sent for review regarding the hot system controller. The log files captured routine events, and there were no notable alarm conditions or parameter changes. In the event log file, the controller temperature appeared to be in the normal range. The ventricular assist device (vad) and peripheral equipment were functioning as intended.

Event description:
It was reported that while operating on battery power at home, the diamond lamp illuminated. Operation had commenced with a fully charged battery, and only approximately six hours had elapsed. Subsequently, even after replacing the battery, the same phenomenon recurred in about two hours. Since the issue persisted even after changing the battery clip, the cause was determined to be a defective battery, and a replacement was carried out. It was noted that the patient stated the system controller was more hot than usual. Log file analysis was requested. Low battery power advisories were noted. It was stated that the patient was asymptomatic.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.